Manufacturer narrative:
The complaint of a leak could not be confirmed from the 20g nexiva device that was provided for investigation. A visual observation and a functional test of the returned 20g nexiva unit revealed no leaks. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"The patient was punctured with the nexiva n-20 catheter and at the time of contrast injection by the injection pump, there was blood reflux through the second route, which was clamped. The patient was punctured again and the catheter presented the same failure". Was there any damage to the patient's health? If so, please explain in detail. No, but it was necessary to puncture again.